Event description:
Additional information from the patient reported they had the device removed over a year ago.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had completed 1 peripheral tibial neuromodulation (ptnm) therapy session. The patient had their sacral nerve stimulator for 3 years and it didn¿t work, so now they were receiving ptnm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.